Event description:
The doctor was unable to insert the iab over the guidewire. The guidewire kinked upon insertion. The iab was removed and a second was used. The iab and guidewire were not returned to datascope for evaluation. They were discarded by the facility. Event complications: unk - rptd 6/3/97. Pt's current status - unk - rptd 6/3/97.